Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. User conducted two cartridge change sequences with four fill tubing processes. Each fill tubing process ranged from 29 unit to 30 units of insulin. There were three bolus requests made on (B)(6) 2017. There were no erratic basal rate adjustments. Complaint could not be confirmed. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There was no evidence of device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was high and after a correction bolus was delivered, the bg suddenly dropped. The customer was found unconscious at home and was transported to the emergency room and was admitted to the hospital. The customer's bg level was 22 mg/dl. The cause of the high and low bg was not known. At the hospital, intravenous insulin was administered and once awake, the customer was given carbohydrates and glucose gel. The low bg was resolved; however, due to the hospital delaying the insulin dosage and an ear infection, the bg had elevated to 518 mg/dl. Once the customer was released ((B)(6) 2017) and pump therapy was resumed, the bg was lowered to 180 mg/dl.